Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 3 firings of segmental resection of lung and thoracoscopy was successful. At the firing to segmental bronchus, the stapling was incomplete and air leakage was noted at cut end of bronchus (distal end of the cartridge side ). The bronchus was relatively soft, however incomplete stapling occurred. The surgeon additionally sutured the tissue. The procedure was completed with another device. There was no patient harm.